Manufacturer narrative:
The stx pad in complaint will not be returned for investigation. Follow up information indicated that the pad was disposed of by the customer. Therefore, a physical investigation will not be performed. Skin injuries can occur with the surface cooling devices even when following product instructions for routine skin evaluations and in patients without a prior history of skin problems.

Event description:
(B)(6) year old female patient weighing (B)(6) was admitted to the hospital on (B)(6) 2015 with aneurysmal subarachnoid hemorrhage (sah). Patient had high cholesterol and was a smoker. She was not diabetic but was positive for heparin-induced thrombocytopenia (hit). She was sedated and intubated in flight to the hospital after respiratory distress developed upon transport. Per the patient's chart, it is unknown if the patient was immobile prior to hospitalization. However, per the nursing staff, it is "assumed not". Per the nursing staff, patient's right thigh was noted to be ecchymotic/bruised upon admission on (B)(6) 2015. However, this was not charted. The patient had fallen prior to admission and various "superficial abrasions" were noted throughout her body. Patient was not on any vasopressors during the elongation of her stay. An external ventricular drain (evd) was placed immediately upon arrival to the neurosurgery intensive care unit (nsicu) and the patient was sent to the interventional radiology (ir) department the next morning ((B)(6) 2015). In the ir, no acute aneurysm was found and an angiogram was repeated on (B)(6) 2015. During her second angio, an acom vessel was coiled but the procedure was complicated by a right m2 vessel perforatation and a right m2 and distal anterior cerebral artery (aca) branch occlusion with thrombectomy. When she returned to the unit, her intracranial pressure (icps) was elevated and required mannitol and 23.4% in addition to continuous infusions of propofol and 3% hypertonic saline. Eventually, the patient would require a decompressive hemicraniectomy to prevent herniation. Upon further investigation, the patient was noted to have dvt's and superficial thrombi, which warranted an additional hypercoaguable work-up. On (B)(6) 2015 at 11:00, patient developed a fever and normothermia was initiated with the surface cooling stx pads. On (B)(6) 2015, bath water temperature range was approximately between 39f and 84f and patient's maximum temperature on this day was 99.8f. On (B)(6) 2015, bath water temperature range was between 21.7f-47f with a patient max temperature of 100.5f. On both (B)(6) 2015 and (B)(6) 2015, patient had a liquid brown stool. On (B)(6) 2015, the stx pads were removed. No bath water temperature was recorded. Patient's max temperature was noted to be 102.2 f. At 02:46, a large wound was assessed and documented around the patient's right thigh, which had a small area of necrosis in the center of the later aspect of the wound and many blisters on the entirety of the thigh underneath the stx cooling thigh pad. At 04:00 am, the ecchymotic area was noted as changed to "pink and redden". At 10:00 am, this area was charted as being "brown and black" and assumed to be slightly ischemic at the time. On (B)(6) 2015, wound/ostomy nurses "wound dressing" orders stated: 'apply normal saline and pack and dry, medi-honey to be applied to the wound. Change bid and prn as needed. No heat or cooling pads to be applied to the area.' Plastic surgeon was consulted at a later date (exact date was not provided) for a "possible skin graft" (there was no further information charted in relation to this). Per nursing "word of mouth", a sheet was applied between the stx pads and the patient's skin "at some point" during this patient's stay, however this was not formally documented. It was not charted that the pads were changed between (B)(6) 2015. As of (B)(6) 2015, the patient is at an extended care facility and was discharged from the hospital. Per the hospital staff, the stx pad was thought to cause the skin wound. No further information was provided.